Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. It was noted that the cylinder eroded through the meatus. The ipp was explanted and replaced. There were no additional patient complications.